Event description:
A technician observed errors in the label on two packs out of a new case of product. Product specific information, such as name of product, catalog number, and lot number were not printed on the pack. The improperly labled product was removed from use.